Manufacturer narrative:
(B)(4). See scanned pages.

Event description:
It was reported that impedance measurements were greater than 4000 ohms on all pairs except two. Reprogramming was attempted; patient is experiencing stimulation around the midline incision area only. Paresthesia was in the waist and leg area; patient stopped feeling paresthesia one month after battery replacement. Additional information has been requested; a follow-up will be sent when additional information becomes available.